Event description:
Lead noise seen on farfield channel. No values out of range and no noise sensed in atrial or ventricular channels. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.